Event description:
Forceps were inspected upon opening of package with no apparant problem observed. After insertion through endoscope, the jaws were retracted. A wire was observed protruding from the cable assembly into the biopsy capture region between the retracted jaws. No attempt was made to capture a biopsy. The jaws were closed and the cable assembly withdrawn. Upon withdrawal, the defective cable assembly damaged the endoscope channel and will require a repair to the scope. Subsequently, a second biopsy forceps was inserted through a second endoscope and the procedure was completed without further incident. The patient was not harmed by this failure.